Event description:
An ultrasound guided PICC line was inserted into patient's left upper arm using an introducer (without event) as the practitioner was removing the introducer, it broke off in practitioner's hand. Parts were retrieved. There was no harm to the patient.